Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/22/2020. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: complaint / reference sample: no intact or opened sample was provided for analysis site for code: nw1665, lot t8004. Retain sample evaluation: six retain samples of the incident code: nw1665 and lot number: t8004 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs but no such defects were observed. The retain samples were tested for sterility test as per usp guidelines. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. The sterilization run reports were reviewed and found to meet the specification. All the sterilization parameters were observed to be within limits as specified in the process specifications. Complaints data was trended for all the batches undergone in same sterilization run and found this is one and isolated case. Finished good test records were reviewed for sterility test at the time of release and found to meet the specification requirement. No deviations or abnormalities were reported during testing and monitoring of the incident lot. From the above analysis it is evident that there was no issue related to the product sterility, quality and processing of this incident lot. The above investigation and device history record review shows that there was no issue related to processing of the lot. From the above sterility test results, it is concluded that the retain samples were found to be sterile. The condition under which the test was performed was found to meet the aseptic requirements of classified area. All the other batches undergone in same sterilization run were passed and no complaint is reported till date regarding patient/user related issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/19/2020. Corrected b5 narrative information: it was reported that the patient underwent a breast reduction procedure on 10/3/2020 and suture was used. Additional h6 patient codes: 1994,1930,1932, 3191 ¿ device extrusion, 1840 1943. A manufacturing record evaluation was performed for the finished device batch nw1665/t8004 and no non-conformances were identified. Additional information was requested and the following was obtained: the patient demographic info: age - 31; gender - female. Bmi at the time of index procedure - 31. Date of the index surgical procedure - (B)(6) 2020. Was the index procedure a breast reduction procedure or a breast reconstruction procedure? - reduction. The diagnosis and indication for the index surgical procedure? - large breasts. On what tissue was the suture used? - breast dermis. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - normal. Did the patient undergo a revision surgical procedure to remove the spitting suture? If yes, please provide the date of the revision surgical procedure. - no. Other relevant patient history/concomitant medications - on antibiotics cefuroxime. If applicable, will product be returned, return date, tracking information - not available what is physician¿s opinion as to the etiology of or contributing factors to this event - can¿t say. Unusual to see this presentation after 10 days of surgery. So don¿t think it was only a mild infection. What is the patient¿s current status? - redness, itching settled down with antihistamines and another course of antibiotics and dressing. Healing now. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Batch manufacturing records of nw1665/t8004 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, bmi at the time of index procedure. Date of the index surgical procedure. Was the index procedure a breast reduction procedure or a breast reconstruction procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient undergo a revision surgical procedure to remove the spitting suture? If yes, please provide the date of the revision surgical procedure. Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status? Note: events sent via mw 2210968-2020-08893. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a breast reduction procedure on (B)(6) 2020 and suture was used. The patient experienced spitting of suture post-operatively during the healing process. There was tenderness and pain at the incision site observed during follow-ups. The patient experienced infection and inflammation and was prescribed antibiotics and antihistamines. Additional information has been requested.